Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation.the pt was taken to the emergency room via ems. The pt has removed the lifevest and is being monitored by hosp telemetry. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4), 03/2014 - reuse. Electrode belt (B)(4), 11/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. A supraventricular tachycardia rate over the threshold contributed to the false detection. It was reported that the pt was at home and conscious when the lifevest first started alarming. The pt was then taken to the hosp via ems. While at the emergency room (ER), the pt was inappropriately treated three times between 06:27:49 and 06:28:32. The response buttons were pressed intermittently during the entire event. The pt removed the lifevest and is being monitored by hosp telemetry.